Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) of 2009, the patient experienced pelvic pain ("pain ¿ pelvic/chronic"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("menorrhagia (heavy menstrual bleeding), depression ("psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), abortion spontaneous ("pregnancy - stillbirth/miscarriage"), abdominal pain ("pain ¿ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy- rash/skin condition"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit. /prob"), visual impairment ("vision probs") and arthralgia ("joint pain"), was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, anxiety, dysmenorrhoea, female sexual dysfunction, menorrhagia, iron deficiency anaemia, dermatitis allergic, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, arthralgia, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, depression, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, nervous system disorder, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: 2006 & (B)(6) 2009. Essure removal not planned as patient is unable to afford surgery. Received treatment for dysmenorrhea , apareunia, pelvic pain, abdominal pain, allergy- rash/skin condition, urinary probs., vag. Discharge. There were 8 trailing coils on the left and 9 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Reporter information, concomitant drugs added. Event psych injury related to essure was updated to psychological or psychiatric problems condition: depression. Events: mental anguish, abnormal bleeding (vaginal) were added.seriousness criteria (medically significant) of event genital hemorrhage and pregnancy with contraceptive device were removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and abortion spontaneous ('pregnancy - stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain ¿ pelvic/chronic"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), abdominal pain ("pain ¿ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy- rash/skin condition"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), headache ("headaches"), nervous system disorder ("nuero condit. /prob"), visual impairment ("vision probs") and arthralgia ("joint pain"), was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, anxiety, dysmenorrhoea, female sexual dysfunction, menorrhagia, iron deficiency anaemia, dermatitis allergic, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, arthralgia, depression, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, depression, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2006 & (B)(6) 2009. Essure removal not planned as patient is unable to afford surgery. Received treatment for dysmenorrhea , apareunia, pelvic pain, abdominal pain, allergy- rash/skin condition, urinary probs., vag. Discharge. There were 8 trailing coils on the left and 9 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: all the information, source document and references of deletion case ((B)(4) ) transferred into retention case ((B)(4) ). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and abortion spontaneous ('pregnancy - stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain ¿ pelvic/chronic"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("pain ¿ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy- rash/skin condition"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), headache ("headaches"), nervous system disorder ("nuero condit. /prob"), visual impairment ("vision probs") and arthralgia ("joint pain"), was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, anxiety, dysmenorrhoea, female sexual dysfunction, menorrhagia, iron deficiency anaemia, dermatitis allergic, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, arthralgia, depression, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, depression, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: ??-???-2006 & (B)(6) 2009. Essure removal not planned as patient is unable to afford surgery. Received treatment for dysmenorrhea , apareunia, pelvic pain, abdominal pain, allergy- rash/skin condition, urinary probs., vag. Discharge. There were 8 trailing coils on the left and 9 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: plaintiff fact sheet received. Reporter added. Event migraines / headaches added. Onset date of event fatigue added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain ¿ pelvic/chronic"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), abortion spontaneous ("pregnancy - stillbirth/miscarriage"), abdominal pain ("pain ¿ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy- rash/skin condition"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit. /prob"), visual impairment ("vision probs") and arthralgia ("joint pain"), was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, anxiety, dysmenorrhoea, female sexual dysfunction, menorrhagia, iron deficiency anaemia, dermatitis allergic, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, arthralgia, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, depression, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, nervous system disorder, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2006 & (B)(6) 2009. Essure removal not planned as patient is unable to afford surgery. Received treatment for dysmenorrhea , apareunia, pelvic pain, abdominal pain, allergy- rash/skin condition, urinary probs., vag. Discharge. There were 8 trailing coils on the left and 9 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed'), pregnancy with contraceptive device ('pregnancy - stillbirth/miscarriage'), abortion spontaneous ('pregnancy - stillbirth/miscarriage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain ¿ pelvic/chronic"), abdominal pain ("pain ¿ abdominal"), psychological trauma ("psych injury related to essure"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy- rash/skin condition"), urinary tract disorder ("urinary probs"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit. /prob"), visual impairment ("vision probs") and arthralgia ("joint pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, female sexual dysfunction, menorrhagia, iron deficiency anaemia, dermatitis allergic, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, alopecia, arthralgia, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, nervous system disorder, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2006 & (B)(6) 2009. Essure removal not planned as patient is unable to afford surgery. Received treatment for dysmenorrhea , apareunia, pelvic pain, abdominal pain, allergy- rash/skin condition, urinary probs., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes an incident. New events added: perforation, pregnancy, miscarriage, drug ineffective, dysmenorrhea, apareunia, menorrhagia, allergy- rash/skin condition, urinary probs., vag. Discharge, - fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, neuro condit./probs,vision probs, weight gain, weight loss, joint pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.